Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured internal carotid artery (ica) paraophthalmic aneurysm with a max diameter of3.5 mm and a 3.0mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The landing zone was 3.3mm distally and 3.9mm proximally. The access vessel was groin, with 4-6mm diameter. It was reported that after deploying the pipeline ped, the physician was unable to pull the sleeves into the phenom 027 catheter and encountered resistance at the distal section. The angiographic result post procedure showed a good result; the device was well apposed. The pipeline did not get stuck, and the catheter and pushwire were not damaged. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a synchro 014 guidewire, phenom 27 microcatheter, sophia ex 6fr guide catheter.

Manufacturer narrative:
Continuation of d10: product ID: ped2-400-12 (b812100); product type: implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Information received indicating the device was discarded. H6 fdm/annex b coding updated based on information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the device was prepared as indicated in the IFU. The procedure was completed by pulling wire and catheter out together without retrieving sleeves. The information is confirmed by the physician.